Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent a surgery. 1 year and 3 months after the surgery, the implanted screw broke. No other information is available at present.

Manufacturer narrative:
Other: back pain. If information is provided in the future, a supplemental report will be issued.

Event description:
Reportedly, the patient experienced severe back pain; and it was discovered that the screw had broken.